Event description:
(B)(4). Initial information received from a consumer on (B)(6) 2008: a female consumer received 1 injection under left eye of poly-l-lactic acid (sculptra) (lot # and expiration date not provided) on (B)(6) 2008 for cosmetic reasons. Consumer reports she "had too much" injected yesterday under left eye by the cheek bone, and now has "this lump" under her eye. She stated "I look retarded." Consumer declined to provide any additional information. Medical history was not provided. Concomitant medications were not provided. No further information reported. Additional information for poly-l-lactic acid injectable (sculptra) (lot number/expiration date unknown,) from product technical complaint report case ID (B)(4) dated (B)(6) 2008, received by (B)(4) on (B)(6) 2008: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.